Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on (B)(6) 2026, in an emergency case of aneurysm rupture, three devices were deployed in sequence within one procedure: zta-p-34-161-w1, zta-p-30-155-w1, and zta-de-34-112-w1 from proximal to distal. A type ia endoleak was identified at zta-p-34-161-w1, and a suspected type iiia endoleak was noted at zta-p-30-155-w1. Therefore, an additional intervention was performed on (B)(6) 2026. Updated information provided by the sales rep on (B)(6) 2026: the implantation order was: zta-p-30-155-w1¿ (most distal) zta-p-34-161-w1 (most proximal) zta-de-34-112-w1 (bridging between p-30 and p-34). From the proximal side, the devices were placed in the following order: zta-p-34-161-w1, zta-de-34-112-w1, and zta-p-30-155-w1. The type iiia endoleak occurred at the junction between zta-p-34-161-w1 and zta-de-34-112-w1. Additional information received (B)(6) 2026: were the endoleaks discovered at the completion of the implant procedure or later? It was not identified at the end of the procedure and was subsequently recognized just prior to the case on (B)(6) 2026. Patient outcome: a type ia endoleak, type iiia endoleak.